Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A kink was observed in the sheath assembly from femoral marker to the proximal end. A damage was observed in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2016. It was reported that lost image occurred. During procedure, an opticross imaging catheter was used to view the target lesion. However, it was noted that after the device was used for several times, the image became dark. Flushing was performed to remove the air and the catheter was reconnected to the motor drive, but the issue was not resolved. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a damage in the femoral marker.